Event description:
It was reported that the implant was removed due to pain and discomfort at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Functional testing to recreate the reported event (medical pain) could not be performed due to the nature of the device & event. The customer was noted to have moderate density (type ii) bone. The reported implant was located on tooth # 30 and was used for approximately 4 years, 4 months. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain and discomfort at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.